Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Multiple external insulation abrasions between 7.1-44.2cm from distal tip. Etfe coating abraded at 7.1-8.6 cm and 7.6-9.6cm from distal tip. Externalized conductors due to internal insulation abrasion at 12.9-16.9cm from distal tip; etfe intact. Multiple internal insulation abrasions between 10.3-38.6cm from distal tip.internal insulation abrasions under rv shock coil noted between 4.7 and 6.6cm from distal tip. Multiple internal insulation abrasions under svc shock coil noted between 17.6 and 23.9cm from distal tip. Conductors were melted at 4.9,5.4,21.9,22,23 and 23.7cm from distal tip, consistent with the reported field event.

Event description:
It was reported that prior to device change out due to normal eri, dft's were performed because the physician suspected externalized conductors. After unsuccessful dft's, low lead impedance was observed. Lead was explanted.